Event description:
The pt's wife called direct to inform the ca that her husband is scheduled for revision of the poly insert portion of his total knee in 1999 due to poly wear. The total knee surgery was done in 1995 by doctor and the poly problem was discovered during a routine annual x-ray. She will call him to learn the catalog number and lot number. A hosp was the location of the primary surgery and will be the location of the revision.